Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure on an unknown date. Postoperatively, the mesh exposed in the vagina twice at midline. The surgeon performed an initial re-operation on an unknown date and a second re-operation in 2007 to treat the exposures.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.